Event description:
It was reported that the cause of the event was drug effects. The patient was having their intrathecal therapy titrated to prepare for explant. The catheter was imaged with x-ray and was intact. The patient experienced headaches, seizures, increased pain, spasm, chills, and sweats. The outcome was no injury although the explant had not taken place yet. The patient ambulated with a cane occasionally, but had stable gait. The device system was used to deliver compounded baclofen and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown. Product type: catheter: product ID 8703, lot# j94142184, implanted: (B)(6) 1994. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had a bump/bulge on his lower back where fluid pooled "about the size of your thumb and it's mushy" due to the catheter leaking for the past 4 months. The patient had "spinal cord headaches" because of the leaking. The patient had had a spinal headache at implant due to losing a lot of spinal fluid during surgery. A catheter fracture was reported. The catheter was placed in the patient's neck and it was "brittle" and "breaking". During an unrelated back surgery, the physician made a comment that they patient's catheter was "bad" - "the catheter around to the back was okay, but from the spine down was trashed" - there was scar tissue "where the spinal cord adhered to the tube." While the patient was in the hospital for the spinal surgery he had withdrawal and was "out of it" for about 3 or 4 days. The patient was given oral dilaudid and "straightened up." The pump "kicked in" then and they added baclofen to it. The patient noted having withdrawal symptoms off and on for about 2 years. The patient was due for a routine pump replacement at the end of (B)(6). The patient was having trouble with insurance covering his medications and the upcoming pump replacement due to low battery. It was noted that the patient got a new pump every 5 years. For approximately 3 months, they had been weaning the patient off of their medication (dilaudid and baclofen) because insurance wouldn't pay for it. The patient was experiencing withdrawal with a symptom of sweating because the medication was being turned down. The patient also had had seizures at nighttime due to his medication being turned down so fast; he had an eeg scheduled to "check things out." The patient was taking oral dilaudid and baclofen daily. The patient was having difficulty finding a physician to take his case; the patient's current physician would only replace the pump. Additional information has been requested; a follow-up report will be sent if information becomes available.